Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. This lot met all dimensional, visual, sterility, and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022, while using the ria 2, to harvest bone graft from a greater trochanteric start point the ria head broke off. The broken ria head was retrieved with the guide rod. Four metal fragments were retained in the right femur. We then dropped down a half a size to 10mm reamer head, followed by an 11mm reamer head and ,successfully reamed the femur and obtained the necessary bone graft. There were a surgical delay of 5 minutes. Procedure was completed successfully. Patient outcome was unknown. Concomitant device reported: unk - guides/sleeves/aiming: guide (part# unknown; lot# unknown; quantity: unknown). This complaint involves one(1) device 10.5mm reamer head for ria 2 sterile. This is report 1 of 1 for complaint (B)(4).